Event description:
Customer reported that pump battery was depleting faster than expected. There was no reported impact to the customer¿s blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.